Event description:
The customer is experiencing a calibration failure, a very high results for the low calibrator and a positive controls that did not seem high enough when trying to calibratre the axsym rubella igg reagent. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initital report. An investigation is in process. A final report will be submitted when the investigation is complete.